Manufacturer narrative:
The customer-reported issue that the bd posiflush 3ml syringe was recognized as a 10ml syringe and could not be appropriately programmed by the syringe module was confirmed by the customer-provided photos located in the body of the email chain "wellstar atlanta medical center downtown campus - issues with pre-filled syringe". There are a total of 2 photos which show the pcu recognizing a bd plastipak 10 ml with the recorded volume of 1.27 ml and the 3ml posiflush loaded into the syringe module. However, the attached file "re warning external mail fw pr328856 req for info evt det pt harm" indicates that the pharmacy did not have anymore of the syringes that caused the issue. The customer ordered the same syringes that other wellstar hosptials were using and no further issues were reported. -no device or device logs were returned for investigation. -no device history or qn search was performed since no source device serial number was reported by the customer. -the devices involved in this investigation was used for patient treatment. -the file was opened to document the issue that was reported. No further investigation of this event is possible at this time. -the file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that the 3ml pre-filled syringe was reading 10ml in the syringe pump. The total volume in the syringe is reading 1.27ml for a 3ml syringe. The syringe was removed and reinstalled several times to ensure accurate seating. The recommendation was to use the 10ml pre-filled syringe, but the nurses flushed less than 1ml. There was no harm to patient. There are no further requirements to contact the customer as customer have provided requested information. File will remain in ready for inv.